Event description:
It was reported that the customer was hospitalized for high blood glucose readings. The blood glucose reading was 500 mg/dl. The name of the hospital was midtown in atlanta. Unable to complete troubleshooting because the nurse reporting the event was not speaking directly to the patient. The customer will be placed on insulin drip overnight until the insulin pump is replaced. No significant events prior to the high blood glucose readings. It was also stated that the customer received a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.